Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation/ migration of essure device location of device: uterus.") And device dislocation ("right essure in the wrong plane and lower than expected") in a (B)(6) female patient who had essure (batch no. 628319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included adenomyosis since (B)(6) 2014 and bleeding breakthrough since (B)(6) 2014. Concomitant products included ibuprofen since (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual discomfort ("menstruation issues") and abdominal pain ("abdominal pain"). At the time of the report, the uterine perforation, device dislocation, pelvic pain, menstrual discomfort, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, depression, anxiety, abdominal pain and bacterial vaginosis outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual discomfort, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. There is discrepancy initially it was (B)(6) 2009 and in fu it was (B)(6) 2009. Concerning the injuries in the case, the following ones were described in patient's medical records: essure micro-insert dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet- new event bacterial vaginosis were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation/ migration of essure device location of device: uterus.") And device dislocation ("right essure in the wrong plane and lower than expected") in a 30-year-old female patient who had essure (batch no. 628319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included adenomyosis since (B)(6) 2014 and bleeding breakthrough since (B)(6) 2014. Concomitant products included doxycycline since march 2009, ethinylestradiol;levonorgestrel (seasonique), ibuprofen since march 2009, metronidazole (flagyl 250) and oral contraceptive nos since march 2016. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual discomfort ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). At the time of the report, the uterine perforation, device dislocation, pelvic pain, menstrual discomfort, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, depression, anxiety, abdominal pain, bacterial vaginosis, back pain and vaginal infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual discomfort, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. There is discrepancy initially it was (B)(6) -2009 and in fu it was (B)(6) 2009. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Concerning the injuries in the case, the following ones were described in patient's medical records: essure micro-insert dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: pfs received: event vaginal infection was added. Concomitant drug were added. Updated onset date of events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration and perforation/ migration of essure device location of device: uterus.") And device dislocation ("right essure in the wrong plane and lower than expected") in a 30-year-old female patient who had essure (batch no. 628319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included adenomyosis since (B)(6) 2014 and bleeding breakthrough since (B)(6) 2014. Concomitant products included doxycycline since (B)(6) 2009, ibuprofen since (B)(6) 2009, metronidazole (flagyl 250) and oral contraceptive nos since (B)(6) 2016. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), depression ("depression"), anxiety ("mental anguish") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual discomfort ("menstruation issues"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). At the time of the report, the uterine perforation, device dislocation, pelvic pain, menstrual discomfort, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, headache, depression, anxiety, abdominal pain, bacterial vaginosis and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, menstrual discomfort, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. There is discrepancy initially it was (B)(6) 2009 and in fu it was (B)(6) 2009. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No concerning the injuries in the case, the following ones were described in patient's medical records: essure micro-insert dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received: event back pain was added. Concomitant drugs, patient , product & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.